Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and that drops of insulin were not observed to be exiting from the tubing. Customer loaded a new cartridge to resolve the issues. There was no adverse impact to customer's blood glucose level.